Manufacturer narrative:
On 11/24/2020, the consumer has agreed to receive a replacement device, and will not return the device for investigation.

Event description:
The consumer claims that the product broke off in her mouth while in use. Injuries did not occur, and the consumer accepted a replacement.